Manufacturer narrative:
Correction to sections d.1 and d.4

Event description:
Customer reported a new IV tubing was connected to the maxplus valve on a PICC, would not tighten and would fall off. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.